Manufacturer narrative:
Concomitant medical devices: dtmb1d4 crtd, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a fall and bradycardia. It was further reported that the left ventricular (lv) lead exhibited high capture threshold, rising thresholds and loss of capture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.